Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system exhibited loss of capture during a non-device related procedure. There was no record of loss of capture prior to the surgical procedure.